Event description:
It was reported that the right ventricular lead was oversensing and there was noise on the electrogram (egm). Intermittent oversensing of t waves (twos) was also noted, but it was unable to be reproduced during evaluation. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead was oversensing and there was noise on the electrogram (egm). Intermittent oversensing of t waves (twos) was also noted, but it was unable to be reproduced during evaluation. It was later reported that the patient received inappropriate therapy due to twos. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.